Event description:
Small amount of blood leak from connection of bloodline and femoral catheter. There was a small pooling of blood on patient leg under the catheter. Patient observed the leak prior to end of treatment. Treatment discontinued. Blood leak appeared to be at patient connection-venous bloodline to a temporary femoral catheter.